Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/26/2025, it was reported that the patient¿s cgm was displaying a brief sensor error on his tandem insulin pump. The error state continued for 24 hours into (B)(6) 2025. The patient did not use a bg meter as a back-up during this time; the patient was waiting for the cgm values to return. By 4pm on (B)(6) 2025, the patient was very thirsty and began vomiting. Therefore, he went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 570 mg/dl while the cgm was still in a brief sensor issue state. The patient was diagnosed with dka and was treated with IV insulin, potassium, and magnesium. The patient was discharged home after 14 hours with a bg meter reading of 90 mg/dl. At this time, the patient started a new cgm session and his cgm value was 80 mg/dl. The patient had ¿recovered¿ by the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.